Event description:
It was reported that the glass on the console was broken. No injuries reported. Field engineer was dispatched to the site and replaced the lower glass on the console. Once this was completed the system was left working as intended.